Manufacturer narrative:
(B)(4). Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the coupling, bearing and seal of the small battery drive device were worn. It was determined that the device had cosmetic damage and a sticky trigger. It was observed that the electrical control unit and motor were damaged and would not run. It was further determined that the device failed pretest for check triggers and check the attachment coupling. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device had an undetermined malfunction. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.